Manufacturer narrative:
The sample is under investigation by the manufacturing site.

Event description:
It was reported that the vulcan generator was not holding power anymore. No patient was involved. Preliminary results of investigation showed a "voltage calibration failure" error message. This malfunction could lead to the physician to provide an alternative treatment plan. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. §803. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection observed a scratched lid. Functional evaluation revealed the unit presented a voltage calibration error on power-up. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.